Manufacturer narrative:
A good faith effort (gfe) attempt was conducted but the response did not provide any detail about the alarming issue only the cause of device fall was accidental user drop. The device was sent to a philips authorized repair facility for repair, but the reported issue problem with alarms could not be reproduced. The intellivue x3 patient monitor confirmed to be operating per specifications and no alarms failure was identified. The exact cause of the issue remains unknown and the device has been sent back to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1 reporting institution phone #(B)(6). E1 reporter phone #(B)(6).

Event description:
The customer reported alarm problems on the intellivue x3 after a user accidentally dropped the monitor. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.